Manufacturer narrative:
(B)(6). (B)(4). Returned product consisted of the jetstream xc-2.1 atherectomy catheter. The shaft, tip and blades were microscopically examined. Blood was present inside the device. Numerous buckling/kinks were present throughout the shaft of the device. The shaft had a significant kink 71cm from the tip. The outer shaft cut at the tip of the device and inspected for additional damage underneath due to significant damage and the reported guidewire used, no additional damage was found. Functional testing was performed and the device functioned as designed with no issues. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or irregularities were identified. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported there was a loss of rotation. A 2.1mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the left superficial femoral artery. The device was advanced with difficulty through a unspecified 7f sheath up and over the aortal iliac bifurcation with a significant amount of tortuosity noted in the left common iliac artery. The wire being utilized was a non-bsc .014 wire. When the jetstream atherectomy catheter was turned on, it would not spin over the wire. At that point, the jetstream catheter was removed from the patient and the patient was then successfully treated with laser atherectomy. There were no patient complications and the patient's status was fine.